Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated the patient with this device experienced lower abdominal pain, dysuria, and nausea. She was also diagnosed with pyelonephritis and epigastric abdominal pain. Flank pain, diarrhea and abdominal pain. Diagnosed with hydronephrosis. Pt for right sided back, low back pain, groin pain, pelvic and perineal pain, cystocele and full fecal incontinence, urinary urgency and frequency. Describes pressure, urinary frequency with rlq a r low back pain. Claimant demonstrates r pelvic floor spasm.